Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer stated that after only a couple of usages the brush bristles drop off the wire holder.